Event description:
New information received notes that the issue was discovered during a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited noise oversensing. No changes or intervention were performed; the lead will continue to be monitored.

Event description:
It was reported that the pacemaker and the right ventricular (rv) lead exhibited noise. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.